Event description:
Caller reported a malfunction on the pump but did not note any prior events. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was assisted by technical support in resetting the pump, which successfully resolved the issue. Caller was advised to continue using the pump and to contact support if the malfunction recurred, which the caller acknowledged.